Event description:
During the device evaluation, the uretero-reno fiberscope was observed to exhibit breakage of the device bending section with metal protruding the sheath. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed fractured bending section with metal protruding the sheath could not be determined, however, the issue was likely the result of component failure due to excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.